Event description:
It was reported "upon closer inspection, tip appeared jagged and approximately 8-9mm missing." It was unknown when the issue was detected and if there was any patient involvement at the time of this report. No patient injury was reported.

Manufacturer narrative:
(B)(4). The report of an endurance catheter cut/torn was confirmed through complaint investigation. The customer returned two endurance catheters for analysis. One catheter showed damage and signs-of-use, while the other did not. Visual analysis of the damaged catheter revealed that it was separated towards the distal end. Microscopic examination confirmed the damage and revealed that the edges of separation were smooth and slightly angled. The appearance of the damage is consistent with contact with sharps (i.e., the needle bevel). Visual analysis could not be performed on the separated portion as it was not returned for analysis. The location of the separation measured 76mm from the juncture hub via calibrated ruler. This also indicates that approximately 9mm of the catheter body was severed and not returned for analysis (per extended dwell catheter assembly product drawing). The outer diameter of the catheter body measured 0.0425" via calibrated micrometer, which is within specification of 0.0410"-0.0450" per catheter extrusion product drawing. The catheter was functionally tested per the IFU provided with this kit states, "flush catheter using a 10 ml syringe filled with normal saline for injection". The catheter was flushed with a lab inventory water filled syringe, and the water exited out of the point of separation on the catheter body. No leaks or blocks were detected. R & d unit confirmed that the defect seems consistent with withdrawing the catheter back over the needle cannula during insertion. Additionally, the IFU provided with the kit informs the user, "do not attempt to advance needle back into catheter after catheter is partially threaded off needle to reduce risk of catheter damage". A device history record review was performed, and no relevant findings were identified. Based on the customer report, the sample received, and the comments from r & d, the root cause for this issue is likely unintentional use error related. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "upon closer inspection, tip appeared jagged and approximately 8-9mm missing." It was unknown when the issue was detected and if there was any patient involvement at the time of this report. No patient injury was reported.